Event description:
The customer reported a leak from a coulter lh 500 hematology analyzer, which was not contained within the instrument. The instrument operator was wearing gloves and a lab coat at the time of the leak. There were no reports of direct contact to the leak or of injury as a result of the leak. There were no erroneous results generated and there was no impact to patient treatment in connection with the leak.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse found the rinse block was misaligned causing a leak at the probe. The fse realigned the rinse block and the leak was resolved. Repairs were verified per established procedures. (B)(4).